Event description:
A customer reported that the handpiece was "warming" during a procedure, but in their opinion, the problem was with the system. The patient sustained a small burn at the incision and corneal edema. Additional information has been requested.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not the malfunctioning equipment. The root cause cannot be determined. (B)(4).